Manufacturer narrative:
(B)(4). Information was not provided by the initial contact. Information anticipated, but unavailable at this time. At the time of this submission, the device has not been returned for analysis. If the device is received at a later date a supplemental medwatch will be sent.

Event description:
It was reported that during a low anterior resection (lar) procedure, the stapler deployed staples but did not cut. A scalpel was used to complete the procedure. There were no adverse consequences for the patient.